Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: visual inspection revealed that the top of the cartridge compartment was chipped. Additionally, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and the cartridge compartment was damaged. This report is made based on results of investigation completed on 11/08/2013.